Event description:
It was reported that the +17.5 diopter aq2015a silicone three piece lens was misloaded and resulted in the lens tearing upon insertion. The surgeon cut and removed the lens from the eye and implanted another same model/same diopter lens without any patient complications. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Evaluation, results: visual inspection of the returned product showed the lens was received in three pieces, however, there was no visible damage to the cartridge. There was a clear surgical residue on the devices. The lot number of the cartridge and the patient information was provided. (B)(4).

Manufacturer narrative:
(B)(4).